Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's percutaneous lead bend relief had become separated at the metal connector. There were no alarms reported. The hospital placed a temporary stabilizing repair at the suspect area awaiting the manufacturer's inspection and evaluation.

Manufacturer narrative:
The manufacturer's technical services team member evaluated the percutaneous lead and successfully performed a field repair of the compromised section. The patient was comfortable during the repair and was discharged from the hospital the same day. The patient remains ongoing on lvad support with no further issues reported. The manufacturer has initiated and distributed the attached urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas patients and have been requested to have any ongoing lvas patients return to the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas patient may have a damaged percutaneous lead, to please contact the manufacturer's technical services department for assistance. (B)(4). For further information is available. The manufacturer is closing its file on this event.